Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised following a hip arthroplasty due to an MRI revealing a small mass in her hip area and elevated cobalt levels. During surgery, corrosion was seen on the stem and inside the head.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00801803202 name: femoral head sterile product do not resterilize 12/14 taper lot: 60703451; 00630505032 name: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 60790050; 00620005222 name: shell porous with cluster holes 52 mm o.d. Lot: 60790497.

Event description:
It is reported the patient was revised following a left hip arthroplasty due to an MRI revealing a pocket of debris, small mass was a pseudotumor. This patient also experienced elevated cobalt levels. During surgery, corrosion was seen on the stem and inside the head. It was also noted that there was a mild amount of proximal femoral osteolysis. The liner was removed and replaced after the slime was cleaned from behind the liner. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided. The stem was not revised.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Photographs of the device were reviewed and the reported event was confirmed. In the photograph, black debris on the stem taper is visible. There are warnings in the package insert that this type of event can occur. Since the part and lot number of the stem is unknown, DHR review and complaint history search cannot be performed. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.